Event description:
It was reported that a patient experienced two episodes of asystole during implant surgery. The patient first experienced asystole when her vns was programmed to the settings of her previous device with additional autostimulation settings. The physician removed the wand from the device and waited to see if that would resolve the patient's asystole. The patient experienced a second asystolic event when normal mode stimulation occurred after one cycle of her programmed off time had elapsed. To stop the asystole from reoccurring, the physician removed the lead pin from the generator. The generator was removed from the generator pocket and all of the output currents were programmed off. The patient's normal mode output current was then titrated up in increments of 0.50ma until the device was programmed to 1.25ma. Autostimulation was left programmed off. All of the patient's output currents were programmed off after surgery. No additional relevant information has been provided to date.

Event description:
Programming history was reviewed from the date that the asystole occurred and revealed that diagnostics were within the normal limits during surgery. The surgeon reported that the patient did not have a prior or family history of cardiac events. The surgeon's office reported that the asystole event occurred while performing system diagnostics. The patient was reportedly under deep anesthesia via endotracheal tube. The surgery, which took approximately 2 hours, was reported to continue after the asystole occurred. The patient reportedly had an abnormal vagal anatomy, which was identified during surgery. Implant of the lead required an extensive dissection of the vagus nerve by an ent. The vns was functioning correctly during surgery, according to the surgeon's office. The device was programmed off after the asystole occurred, and the patient was admitted to the hospital for 1 day after surgery. The surgeon did not believe that asystole was caused by vns therapy stimulation; however, the arrhythmia has not recurred since the device was programmed off during surgery. No additional relevant information has been provided to date.